Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2019 and the suture was used subcutaneously. During the procedure, it was found that the needle tip had been broken. The doctor opined that there is a possibility that the needle tip had been broken from the beginning since it was 1st passing of the needle. It was also reported that the x-ray examination was not performed and the needle point was found. There were no adverse consequences reported.